Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call of issues with customer's insulin pump. The father states the customer had high blood glucose levels. The father states the piston was not hitting the reservoir in the middle; it was hitting the lip of the reservoir. The customer states they would have to start with new reservoirs. The customer states some of the reservoirs worked and some did not. The customer's blood glucose level was reported to be 492mg/dl. The customer was advised the reservoir would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the two opened and used reservoirs showed they were functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.